Event description:
It was reported to boston scientific (bsc) on 12/11/06 that a customer encountered problems with a guidewire during preparation. According to the customer: "wire [device in question] split into two while dr was holding it. It was not in the pt and was replaced with a new unit. Procedure completed without incident." No pt complications were reported.

Manufacturer narrative:
The device in question was returned to the MFR on 12/27/06 for eval. An investigation on the device in question has been initiated. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info becomes available, a supplemental report will follow.